Event description:
A nurse reported that the system locked and they were unable to move the IV pole move the screen and was not responding during a procedure. The procedure was completed with an alternate system with no impact to the patient. The staff believed this was a result of the surgeon not having their settings programmed into the system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. This report was mailed to FDA on: 09/16/2014. The manufacturer. (B)(4).